Event description:
Caller reported a malfunction on a pump, specifically a momentary power loss to the vibrator motor, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received instructions from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to call back if the problem happens again and acknowledged the instructions.